Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had experienced the infusion set tubing had been blocked event on (B)(6) 2026. No further information available.